Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to usb communications inoperable.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and jumping upward for the past 2-3 weeks. The pump shut off unexpectedly during the night prior to the report. The customer stated the battery was at 50% before to going to sleep. During troubleshooting with tandem technical support, review of the pump history confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. The customer¿s blood glucose level was 96 (mg/dl). It was confirmed the customer was able to successfully load a new cartridge onto the pump. Reportedly the customer would continue to use the pump for insulin therapy.